Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system turned off unexpectedly. This was noticed every time the system was "bumped" lightly. The issue was replicated by the representative on site. In troubleshooting, they rebooted the system, checked to ensure connections were snug, replicated the behavior by lightly moving the system around. There was no patient present.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 735602r ( comp fusion rfb loaded EU-se) if information is provided in the future, a supplemental report will be issued.